Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that upon impaction of the femoral head, the tip of the inserter fractured off. The small broken part remained in the thread of the cup, unable to be removed. The cup remained implanted and the procedure was completed without patient injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows signs of repeated use and fractured tip. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.